Manufacturer narrative:
H3. The system was serviced in the field, and the system performed as intended. Software analysis is still pending completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: software 9735585 stealth station cranial, serial/lot #: 3.1.4 h3: a software analysis was initiated, but has not been completed. There was one log session captured on the date of the issue and they only captured session-errors log. The logs captured that the site did the trace registration on the date of the issue, but did not capture significant errors related to the reported behavior. The archive had 2 mr exams, among them, one exam is loaded with a warning saying the exam is having non-contiguous slices and it may affect accuracy. The second mr exam is of "sagittal" orientation and the site did the registration on the same exam. The archive captured a plan of length approx. 5mm. However, the reported behavior was able to reproduce in-house by creating a new plan, the issue was also reproduced with non-lps demo exams in-house. Analysis results were not conclusive at the time of this report. A follow-up report will be sent when analysis is complete. H6: b21, c21 and d16 apply to the software concomitant product. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intraoperatively during a cranial biopsy. It was reported that there was an alleged inaccuracy of 60mm in the inferior caudal plane that occurred during insertion of the biopsy needle. The depth gauge on the guidance view showed bite window to target even though the radiological navigation screens showed the needle to be well above target. The position of the needle locking collar was also well above the guide tube. Once the needle was fully inserted to the locking collar, the images showed the needle tip to target and a biopsy was able to be taken. The guidance view depth gauge value showed the needle well past the target. No amendments to the surgical plan was made during the procedure. There was no surgical delay and no patient harm reported.

Manufacturer narrative:
H3. Software analysis determined that the logs and archives were reviewed. There was one log session captured on the date of the issue and logs captured only xsession-errors log. The logs captured that the site did the trace registration on the date of the issue, but did not capture significant errors related to the reported behavior. The archive has 2 mr exams, among them, one exam was loaded with a warning saying the exam was having non-contiguous slices and it may affect accuracy. The second mr exam was of "sagittal" orientation and the site did the registration on the same exam. The archive captured a plan of length approx. 5mm. However, the reported behavior was able to reproduce in-house by creating a new plan, the issue was also reproduced with non-lps demo exams in-house. This issue was consistent with the a known software issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.